Manufacturer narrative:
Date of event: estimated. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. The reported patient effect of mitral regurgitation and dyspnea as listed in the mitraclip ntr/xtr, instructions for use, as known possible complications associated with mitraclip procedures. A definitive cause for the reported single leaflet device attachment (slda) could not be determined. The reported mr resulting in dyspnea and syncope was a cascading event of the reported slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment/slda it was reported the mitraclip procedure was performed on (B)(6) 2019 to treat functional mitral regurgitation (mr) with a grade of 4+. One clip (81015u177) was implanted, reducing mr to 2+. In (B)(6) 2019, the patient became symptomatic with dyspnea on exertion and syncope. Echocardiogram revealed the clip detached from the anterior leaflet and remained attached to posterior leaflet (single leaflet device attachment/slda) and mr increased to 4+. The heart team thought an attempt to treat with a second mitraclip procedure would be beneficial since the patient was a high surgical risk. A second mitraclip procedure was performed on (B)(6) 2020. Three clips were implanted and the mr was reduced to 3-4+. The patient remained stable and mitral valve replacement was performed on (B)(6) 2020. The cardiopulmonary bypass (cpb) time was prolonged (approximately 3 hours) and the patient was unstable in intensive care unit (ICU), and presented episodes of fever and seizure crisis. The patient passed away on (B)(6) 2020. Per the physician, the mitraclip devices did not cause or contribute to the prolonged cardiopulmonary bypass (cpb) time, fever and seizure crisis or death. No additional information was provided.